Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse realigned the reagent pipetting probe 1 (rpp1) to the reagent reaction bath (rrv). The cse replaced the sampling pump (sp), the pump seal and adjusted the wash station. The cse ran precision test, resulting within acceptable limits. The cause of the discordant, falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.